Manufacturer narrative:
The customer provided the affected samples for investigation. Investigation confirmed an immunoglobulin was present that reacts with the reagent and affects the sample results. This type of interference is addressed in the product labeling. Calibration and qc were acceptable. A product problem could not be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable results for 8 patient samples tested with multiple assays on the cobas 8000 e 801 module. Of the 8 samples, 7 had discrepant results. The following assays were involved: elecsys t3, the elecsys t4 assay, and roche diagnostics cobas elecsys anti-tpo. No incorrect results were reported outside of the laboratory. The samples were tested on the e 801 analyzer. All samples were also repeated on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. Some samples were repeated on a cobas 8000 e 602 module, in addition. The values from the e170 analyzer were believed to be correct and were reported to the patients. The results from the e 801 analyzer were believed to be incorrect. The t3 reagent lot number was 356762, with an expiration date of 31-dec-2019. The t4 reagent lot number was 359359, with an expiration date of 29-feb-2020. From (B)(6) 2019 the anti-tpo reagent lot number was 342608. The expiration date for this lot was asked for, but not provided. From (B)(6) 2019, the anti-tpo reagent lot number was 390056 22390056, with an expiration date of 30-sep-2019. The t3 reagent lot number was 356762, with an expiration date of 31-dec-2019. The t4 reagent lot number was 359359, with an expiration date of 29-feb-2020.